Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed high impedance measurements, excessive noise and loss of capture. Pocket manipulation was performed but was unable to recreate any noise. The patient was seen for a revision procedure where the connection was check and noted to be good. During the revision procedure, noise continued to occur on the rv lead and subsequently the right atrial (ra) lead as well. Both rv and ra leads were replaced. This device was then hooked up to the new leads but continued to displayed noise. As such, a new device was then implanted. All products have been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the complete lead was thoroughly inspected and analyzed. The lead measured 95 centimeters (cm) long with two sections of 28 cm and 30 cm of outer insulation still intact. Stretched coils were noted via x-ray. The lead did not pass continuity testing due to a fracture of the cathode coil in the distal tip of the lead.